Event description:
It was reported the patient had problems with recharging the device. The patient reported charging more than expected. The patient was charging the device daily and the ins was not holding the charge. Impedances were checked. Electrodes 4 and 5 showed <50 ohms. All other readings were within range. A short was suspected. Additional information received indicated the device was reprogrammed around the shorted electrodes. Charging was possible, but it was difficult to get good coupling. It was determined the patient's weight gain had made the neurostimulator too deep. The patient was to be scheduled for a revision.

Manufacturer narrative:
(B) (4).